Event description:
It was reported that the customer's insulin pump has cracks to the reservoir and half of the area on the reservoir rings are coming off. There are also 3 cracks going down to the battery compartment. Customer's blood glucose level at time 114mg/dl. Advised to discontinue use of the insulin pump. No additional info was provided.

Manufacturer narrative:
Pump received with minor scratched display window, broken reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot pump received without the original pump belt clip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.